Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. Synthes is unable to determine the manufacturer, PMA/510k number and or the date of manufacture. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report received from (B)(6) indicates during a pfna nailing procedure the surgeon was reaming a femur with the synream reamer and it broke. Surgeon was unable to retrieve all the pieces and a fragment remains in the patient's femur. The procedure was completed.